Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient required cardiopulmonary resuscitation and was taken to the hospital while using a ventilator. There was no allegation of device malfunction. The manufacturer received additional information indicating that there was no malfunction of the device. The physician concluded the issue was caused by the displacement of the patient's tracheostomy. Additionally, h1 was incorrectly marked on the initial report, it is corrected on this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cardiopulmonary resuscitation related to a ventilator's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging a patient required cardiopulmonary resuscitation and was taken to the hospital while using a ventilator. There was no allegation of device malfunction. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.